Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient's partner reported that the patient's phone alarmed but it was not so audible. The patient uses tandem tslim in modified closed loop and reportedly uses both the receive and mobile app. According to the report, the partner was not seeing readings through his follow app, so he received no alarm that the patient's reading was high. The patient's primary display device reportedly alerted, and the device was reportedly accurate; however, the alarm was reportedly not so audible. As a result, no treatment decisions for hyperglycemia were made. The patient reportedly had seizure like activity with aspiration. The reporter called an ambulance. The patient was given an advanced airway and injected with insulin. The blood glucose was "high." The patient was treated for 5 days in the intensive care unit and regained consciousness after 2 days. Other medications were documented. The patient was in a recovery stage during the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, seizure and loss of consciousness. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with code e0704 for aspiration/inhalation and code e0702 for airway obstruction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.